Manufacturer narrative:
Outcomes attrib. To ae and describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient was given meds in response to the event, and the patient is doing fine.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had an allergic reaction. A wallstent was deployed in the iliac. However, the patient developed an allergic reaction. The patient went to a dermatologist and found out that they were allergic to chromium. No further patient complications were reported.